Event description:
An expro elite snare was used in a patient procedure. The snare was being used for an ivc filter removal. The snare separated at the joint and left the loop in the patient. The broken loop was able to be retrieved and there was no impact to the patient as a result of the retrieval.